Manufacturer narrative:
The biomed called back to report that he determined that the gas delivery engine appeared to be the root cause of the reported event. Carefusion technical support shipped a replacement gas delivery engine to the user facility. A returned goods authorization (rga) number was issued to the user facility for the return of the alleged faulty gas delivery engine for eval. The alleged faulty gas delivery engine was returned to carefusion on february 25, 2015 and is awaiting eval. Once evaluated, a f/u medwatch report will be submitted.

Event description:
The customer contacted carefusion technical support to report that they were getting a circuit disconnect on one of their ventilator. They mentioned that no expired monitored volumes were showing up on the screen, and nothing in the error log showed what was happening. One of the biomeds at the user facility attempted to re-calibrate the expiratory flow transducer to see if that would help, but that did not correct the issue. He advised technical support that he would try another expiratory flow sensor, then call back for further assistance if necessary. The reported event occurred while the unit was in the biomed shop, there was no pt involvement.